Event description:
The manufacturer became aware of an allegation that an end user developed a bronchial mucosa inflammation, due to contact reaction of inhaled gas from CPAP while using an ds2adv auto CPAP. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report.